Event description:
This css console was not supporting a pt. The customer reported that while conducting a routine console checkout, the monitoring computer on the css console was unable to boot up. The computer hard disk drive was replaced on site by a syncardia clinical support specialist. After replacement of the hard disk drive, the monitoring computer booted up as intended, the computer display was operational, and the css console passed the console test validation protocol. No evaluation of the css console computer hard drive will be conducted, because the hard drive exhibited the same failure mode as previously-investigated computer hard drives. Previous investigations determined that the physical condition of the media in the hard disk drive degraded. An electronic failure of the hard disk drive damaged the read/write head(s), ultimately leading to laptop malfunction.

Manufacturer narrative:
This failure mode poses a low risk to the pt, because it does not negate the ability of the css console to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. There are no adverse trends associated with css console computer hard drives. In the event of a monitoring computer failure, user training directs the pt care staff to utilize standard, and readily available, patient monitoring equipment, such as pulse oximeters for monitoring p02 levels, sphygmomanometer for monitoring blood pressure, and the monitoring of breath sounds for indications of pulmonary edema. Syncardia has completed it's evaluation of this complaint and is closing this file.